Event description:
The customer alleged damage to their rusch laryngoscope blades after processing in the sterrad 100 nx. The damage was described as bubbling of the green area at the top of the blade where it is attached to the handle. There was no employee or patient injuries reported. It was reported that the device was approximately 6 months old and used on a daily basis. It was reported that the device had been processed in the sterrad 100s in the past. The customer reported that the manufacturer rusch has indicated that the device can be reprocessed in the sterrad systems.

Manufacturer narrative:
Conclusion code: other: asp assessment: a review of the complaint history did not indicate any other similar reported complaints. A review of the trend for the sterrad 100nx with the problem code "damage to the customer device" over the past 12 months revealed a spike in complaints for the month of september 2008, which corresponds to 16 complaints from one specific facility unrelated to this complaint. The sterrad 100nx was launched in europe in october 2007 and in the us in february 2008. The first complaint of damage to customer device for the sterrad 100nx was reported in january 2008, therefore, there is no historical trend data for comparison. Risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. Asp will continue to monitor for trends. The purpose of this product correction was to mitigate customer use of compatible medical device reference lists. The mitigation consisted of notifying customers to discontinue and destroy any compatible medical device reference list and asp instrument assessments in their possession. This complaint was part of a retrospective review conducted by asp. Evaluation summary: two rusch mac 4 largynoscope blades were received for evaluation. Upon visual inspection, the green material near the connection to the handle appeared to be bubbling and deteriorating. The green material, determined to be nylon through similar investigations, has limited compatibility with hydrogen peroxide, the sterilant, used in the sterrad systems. Therefore degradation is likely to be observed over time.